Event description:
The home patient (hp) reported a potential overfill of solution while using the homechoice cycler for apd therapy. The hp reported performing a manual drain at the start of the fill phase of therapy, removing approximately 134mls of fluid before they pressed "stop". After the manual drain was discontinued, the pt noted the device displayed the fill volume as being -134mls, rather than 0mls. The pt resumed the fill phase and noted that the device initiated the delivery of fluid starting from -134mls. The pt contacted baxter technical support, at which time software anomaly issue was reviewed and the pt was placed back into manual drain to allow the manual drain without interruption. There was no patient injury or medical intervention reported.